Event description:
Technician alleged the brakes are not holding properly. No pt impact.

Manufacturer narrative:
The tech found the cause to be the brakes need to be tightened. The tech tightened the brakes to resolve the issue.